Manufacturer narrative:
(B)(4). The arrow field service rep investigated this incident. He found that the power supply for the back light of the lcd was broken. The lcd inverter was replaced. The pump was checked and returned to service.

Event description:
It was reported that during use of the pump, the display went black. The pump was exchanged without any associated pt complications.